Event description:
It was reported that the pacing impedance on the left ventricular (lv) lead has gradually been increasing and is now high. The lead was reprogrammed to a different vector and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Performance data collected from the device was analyzed and revealed that there was a resistance/impedance increase. The weekly pace lead impedance trend data shows an increase for min and max lvperm pace impedance = 950 to 2774 ohms peak between 04-apr-2012 and 01-aug-2012.